Manufacturer narrative:
Concomitant product: product ID: 8711, lot# n141372014, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was later reported that the patient experienced increased spasticity. The cause of the motor stall was unknown. The patient¿s current status at the time of report was unknown.

Manufacturer narrative:
(B)(4).

Event description:
The pump logs indicated that the pump motor stalled on (B)(6) 2014 at 17:09 and recovered the same day at 18:06. The device system was delivering baclofen. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.